Event description:
The customer alleged they received a questionable ion selective electrode (ise) potassium result on their c501 analyzer. The patient's initial potassium result was 5.4 mmol/l and it was reported outside the laboratory. The physician asked that the sample be repeated and the result was 3.8 mmol/l. The patient was not adversely affected by this event. The potassium electrode lot number was y06 and the expiration date was not provided. The field service representative found a bent ise probe that was close to the edge of the ise reagent bottle. He adjusted the probe. He ran a precision check which was ok. There have not been any errors in quality control or samples since.

Manufacturer narrative:
This event occured in (B)(6).